Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 19, 33, 59mg/dl: tests were done within 10 mins with a difference of 24mg/dl. Pt did not experience any adverse events. No further info has been reported.